Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Remains implanted.

Event description:
It was reported that the tsvtb10 implant's internal threads were damaged.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. Information identified: the manufacturer, the importer and the suppliers of zimmer products are not liable for complications, injuries, the need for replacement procedures, implant failures, other negative effects or damages that might occur for reasons such as incorrect indications or surgical technique, unsuitable choice of material or handling thereof, unsuitable use or handling of the instruments, use of expired products, patient anatomy, overloading, asepsis and so on. The operating surgeon is responsible for any such complications or other consequences. It is also the operating surgeon¿s responsibility to properly instruct and inform the patient on the functions, handling and necessary care of the product and on all known product and procedure risks. Without the returned product, there is not enough evidence to form a conclusion on the reported event. A singular cause cannot be determined. Product problem and event was re-entered as it is a required field.

Event description:
It was reported that the tsvtb10 implant's internal threads were damaged.